Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer nurse performed a pre-PICC puncture examination for the patient and found that the central venous catheter guidewire through peripheral cannula was rough, which affected the use, so the rough guidewire was cut off and used, which did not cause obvious adverse consequences. No other information was provided.